Event description:
A surgeon reports performing a lens exchange due to the pt's complaints of ghosting of images and headaches following unilateral intraocular lens implant surgery. Symptoms did not improve following add'l arc treatment to right eye (lri performed during the original cataract procedure). Symptoms resolved following the lens exchange. The replacement lens was a monofocal lens model.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There has been one similar complaint for this lot number. Add'l info was requested by fax and mail on 11/20/2006. Phone follow-up was conducted on 11/27/2006. A completed questionnaire was received on 12/01/2006.